Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (foreign) regarding a patient who was receiving baclofen via an implantable pump. It was reported that patient's pump managing physicians directed the physician to increase patient's dose by 15% to 352 mcg/day, at time of a pump refill performed yesterday ((B)(6)2025). It was further indicated that the refill went well, there was minimal discrepancy, and they felt like they had easy access, and was in pump's reservoir, etc. The patient lives in a nursing home and today ((B)(6)2025), the nursing home staffed called them stating the patient appeared sedated, had a lower blood pressure, and appeared to be overdosing. It was further noted that the patient also was reporting increased pain. The physician went to visit the patient and decreased the dose back down to the previous dose rate of 310mcg/day. The reason for the report was they physician was wondering if they could have pocket filled and not known it. It was indicated that there was no obvious redness or inflammation around pump pocket site. Aspirating the pump reservoir and seeing how much they get back in order to confirm if any drug was in pump pocket was being considered. Checking programming and discussing dosing/symptoms with pump managing physician was also being considered.